Event description:
The advocate called for help with the customer's breeze2 meter. The advocate performed control tests during the call and received a result of "lo". The normal control range was 89-121 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.